Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronics assembly. The insulin pump was received with moisture damage on motor, battery tube, vibrator and keypad assembly. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime test due to blank display. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was 168 mg/dl at the time of incident. The customer stated that the motor error alarm recurred while performing rewind. The customer stated that there was a drop of insulin from the infusion set while checking for the drive support cap. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.